Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. During the previous routine follow-up on (B)(6) 2018, the remaining battery level was 10.5 years. During the routine follow-up this on (B)(6) 2019, the remaining battery level was 5.5 years.the battery longevity has been shortened by 5 years in half a year. As far as the information that is currently available this device is still implanted and in service. A follow up appointment is scheduled to monitor and asses the progression of this device longevity. No adverse patient effects were reported. Should further information become available an updated report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. During the previous routine follow-up on (B)(6) 2018, the remaining battery level was 10.5 years. During the routine follow-up this on (B)(6) 2019, the remaining battery level was 5.5 years.the battery longevity has been shortened by 5 years in half a year. This device has been explanted and is no longer in service. No adverse patient effects were reported. This device has since been received for investigation and the analysis results are as enclosed.